Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report a motor error alarm and high blood glucose readings due to stopped insulin delivery. Customer's blood glucose reading was 400 mg/dl and treated with a correction dose. The caller stated that the device alarmed constantly, but was able to rewind the device. The device was replaced and will be returned.

Manufacturer narrative:
The insulin pump was received with normal operating currents. Also passed self-test, rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.